Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the forceps/irrigation plug disassembling, cleaning, disinfecting, and the forceps stopper replacement were not done as described in the instruction manual leading to deterioration with use. The issue occurred during reprocessing. No health hazards have been reported as a result of this incident. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, there may have been a difference of recognition of handling of the device and reprocessing method between what was recommended by olympus and the recognition of the subject facility. The event can be prevented by following the instructions for use which state: IFU warns against improper reprocessing describing ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor field performance for this device.